Manufacturer narrative:
The device evaluation is completed. Correction is being made to b6. This supplemental report is being submitted to provide this information. Please see the updates in sections: b6, g3, g6, h2, h3, h4, h6, and h10. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device history record review confirmed that device conformed to specifications at the time of shipping. Device manufacture date is (B)(6) 2019. Result of the culture test performed after reprocessing by independent laboratory for olympus: channel rinsing water:3 cfu/endoscope (3 cfu/100ml) coagulase negative staphylococci standard value<5 cfu/endoscope in conclusion, the level of detected germs was lower than the standard value of the local regulation. The returned device was inspected and evaluated. Nonconformity which required repair was not confirmed from the subject device. The root cause of the issue of contamination found cannot be conclusively determined. The instructions for use includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
During reprocessing in the customer facility, the detergent used for pre-cleaning aniosyme x3. For manual cleaning the detergent used is aniosyme x3. Glutaraldehyde and peracetic acid are used. The device used for automatic endoscopy reprocessing (aer) is soluscope 3, and the detergent used is soluscope cln. Maintenance is done by biomedical technicians. All channels of the device were tested by an independent laboraratory by olympus. Method used for testing were aero-revivable micro-organisms at 30 ° c, five days analysis,filtration, incubation, enumeration, and phenotypic-molecular method. No bacteria was detected. The results obtained comply with the target level defined in the regulations of france of july 4, 2016. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As required by regulations of france, during a routine microbiological sampling done after maintenance by the customer, the device tested positive for aspergillus fumigatus. There is no reported contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.